Manufacturer narrative:
A ge representative evaluated the system and replaced the 12 volt power supply. The system operates as intended.

Event description:
The customer reported that the system shut down without command. There is no report of patient injury or death.